Event description:
The customer reported that while running an hcv assay, the sample handler failed to pipette the correct amount of sample in several wells. No error amount of sample in several wells. No error message was given. An engineer was dispatched. No death or serious injury was associated with this event.